Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert), lot number d19665, insertion attempted for permanent sterilization on (B)(6) 2016. It was reported that micro-insert breakage during placement. Essure was not inserted. Follow-up received on 05-aug-2016 - quality-safety evaluation of ptc: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had an attempt to have essure (fallopian tube occlusion insert) placed for permanent sterilization but there was micro-insert breakage during placement and this essure coil was not inserted. Device breakage during insertion was considered an anticipated event, upon receipt of the product technical analysis. During difficult insertions, single cases of device breakage have been reported. Despite of limited information provided regarding the circumstances of this breakage, considering the nature of this , causality with essure use cannot be excluded. This case is regarded as other reportable incident since device breakage did not lead but could have led to a serious injury under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Manufacturer narrative:
Follow-up information received on 14-sep-2016. A questionnaire of device breakage with essure was provided. Patient's demographic information was provided. On (B)(6) 2016, essure was inserted. Device breakage was diagnosed before placement in the patient. The implant uncoiled as it was being inserted through the hysteroscope (it did not lock flat closely). The broken pieces were removed from uterus (it was medically necessary). Patient's injury was denied. Patient was recovered. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had an attempt to have essure (fallopian tube occlusion insert) placed for permanent sterilization but there was micro-insert breakage during placement and this essure coil was not inserted. Device breakage during insertion was considered an anticipated event, upon receipt of the product technical analysis. During difficult insertions, single cases of device breakage have been reported. In this case, the event was diagnosed before placement in the patient. The implant uncoiled as it was being inserted through the hysteroscope and the broken pieces were removed from uterus. Considering the event's nature, causality with essure use cannot be excluded. This case is regarded as other reportable incident since device breakage did not lead but could have led to a serious injury under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. No further information is expected.